Manufacturer narrative:
Failure analysis revealed that the insulin pump all the buttons did function properly. However, moisture damage was found on the keypad traces. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was found on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer got wet under the rain. The customer's blood glucose was 166 mg/dl. The discontinuation of the device was advised. Nothing further was reported.